Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on thr electronic assembly. The unexpected restart alarm could not be verified due to the blank display. The device was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. Blood glucose value at the time of the alarm was 98 mg/dl. She stated that she changed the battery and the screen showed a countdown and then the display went blank. During troubleshooting, the customer stated that the battery cap, compartment and spring were not damaged or corroded and the insulin pump was not dropped or exposed to moisture. She mentioned she was at a pool and had the device in her bra but it did not go into the water. The customer did not have a battery to test with. She called back the next day to report receiving an unexpected restart alarm and the display going blank. The customer was calling after receiving a battery cap replacement and inserting a new battery. Blood glucose value was 205 mg/dl. She was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.